Manufacturer narrative:
(B)(4). Analysis: the fiber was found to be broken approx 9 inches from the distal tip; scrapes noted on the outer flow tubing. The fiber cap exhibited a radial fracture of the glass cap and a significant detritus build-up. The fiber/cap condition could in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
The customer reported that the surgical fiber appeared to have a hole in the side at 45,524 joules of use during a prostate procedure. The case was completed using a second fiber. There was no report of injury.